Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an atrial fibrillation cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, the patient experienced hypotension/pericardial effusion during transeptal approach, and the event was treated with pericardiocentesis. The report indicated that during transseptal approach with the vizigo sheath, left atrial pressure was low, and the sheath was advanced, then the patient went hypotensive. Using ultrasound a pericardial effusion was noted. A pericardiocentesis was performed and the patient stabilized. Approximately 1100 ml of fluid was withdrawn and was auto transfused. The patient was sent for observation. The hardware worked within specification. Catheters used are as follows. Thermocool smarttouch sf catheter, octaray catheter, soundstar catheter, 1, vizigo sheath, carto3 system and smarablate generator. The physician¿s opinion on the cause of this adverse event was that transseptal sheath caused perforation. The outcome of the adverse event the patient¿s conditions improved before patient left the lab after procedure. One transseptal puncture site was performed during the procedure. No ablations performed.